Manufacturer narrative:
This incident was originally evaluated as a non-MDR reportable incident. Review of the dfmea, design failure mode and effects analysis, document for s2 IV controllers states, "leaks fluid." This is analyzed as a severity of 6, product performance severly affected. User disruption (with alternative available). Due to the low severity of risk, and, no patient injury reported, this was not originally evaluated as an MDR reportable incident. Conmed experienced an increase in the complaints regarding stat2 pumpette IV gravity flow compensating controllers specifically for leaking and inaccurate flow rates including no-flow issues. This increase in complaints resulted in an investigation being opened to determine the scope and source of the stat2 pumpette IV gravity flow compensating controller defect. The stat2 investigation prompted that a health hazard evaluation, hhe, be conducted in regards to leaking and inaccurate flow rates. Based on the completed hhe, conmed determined that, if the device is unable to regulate flow as set and confirmed by the attending medical staff, and, the delivery of essential medications or treatment is dependent on the device's function, this may result in possible injury to the patient. This hhe was approved 01 april 2011 changing the risk associated with this incident. The change in risk assessment has determined this to be a reportable incident with a new awareness date of 01 april 2011. The FDA has been notified of a field remedial action. Conmed is considering this individual complaint closed.

Manufacturer narrative:
The initial report for this incident was incorrectly reported with the FDA product code of lhi: set, IV fluid, transfer.the correct FDA product code for this device is fpa: set, administration, intravascular.

Event description:
It was reported, "stat 2 extension sets leaking."there were no patient injuries associated with this incident.